Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.